Manufacturer narrative:
Findings: pump received with intermittent up arrow button response due to flattened button dome switch. No button error alarm during testing. The lcd keypad connector was not found unlocked during visual inspection. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.